Event description:
This lead was implanted on (B)(6) 2007 and remains implanted until this time. The information was received on january 22, 2013 and it was noted that rv electrode detected shock impedance of > 125 ohms. The electrophysiologist defines reprogram patient for change of electrode shock. The physician was dr. (B)(6) at (B)(6) in (B)(6), colombia. No additional information added. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).